Event description:
The patient was treated with vena seal for a lesion in the gsv. Hand compression was used to close the vein. The vein closed sucessfully. Three weeks post procedure the patient experienced thigh swelling and a complete occlusive deep vein thrombosis(dvt) in femoral vein . The patient was treated with lovenox and coumadin post procedure. Symptoms are reported to be improving.